Event description:
Boston scientific received information that during a normal follow up, this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) presented with pacing impedance measurements above 2,000 ohms and loss of capture. The daily measurements were reviewed and there were changes in the measurements indicating a change in the performance of the lv lead. An x-ray was performed and no anomalies were noted. A revision was performed and this lv lead was explanted and successfully replaced. Visible observation of the explanted lead noted insulation damage and a fracture in that location was suspected. No adverse patient effects were reported. The lv lead will be returned for laboratory analysis. The crt-d remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.